Event description:
The pt's parent called after receiving a letter from the manufacture to report that the pt expired. The death certificate was obtained and listed the immediate cause of death as cardiopulmonary arrest, due to neuro-degenerative disease, due to congenital neural tube defects. There is no evidence that the ncp system caused or contributed to the pt's death.